Event description:
In situ testing of the device showed fluctuating impedances. It was unclear if the performance with the device is affected. The user has had small head injuries in the past, but none that are known to have occurred during the change in impedances. The user has been re-implanted on (B)(6) 2021.